Event description:
A hospital in (B)(6) reported that three (3) rt206 adult inspiratory-heated breathing circuits had faulty inspiratory heater wire connectors. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Add'l lot # 080802, date of manufacture: 08/02/2008, quantity: 2. The rt106 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The three (3) rt106 breathing circuits are currently en route to fisher & paykel for analysis. We will provide a f/u report upon completion of our investigation.